Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the product analysis will solely be based on the available information. The root cause could not be identified. Based on the results of the investigation, and since the device was not returned, the information obtained from this complaint did not lead us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited a flashing screen image during medical endoscopic diagnosis and treatment. There were no reports of patient harm.